Event description:
Clinic staff were treating a dialysis pt in cardiac arrest. The device rendered a shock advised decision however, the device reportedly would not charge and gave a connect electrodes message. A second unsuccessful attempt was made. Paramedics arrived and a back up device was used to continue treatment. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported malfunction.